Event description:
The patient received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history reocrd for this pump and it was operating within required specifications at the time of release. The patient is a new animas pump user and is currently in the process of adjusting her basal insulin delivery rates. The patient has continued to use the pump with no reported subsequent events.